Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed in the pump's event history by baxter personnel. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
Upon review of the event history, the colleague infusion pump was found to have experienced an 808:02 failure code. This event was found to have interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information was available.